Event description:
It was reported that a malfunction alarm occurred, showing malfunction code 6. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with the process, after which the malfunction code did not recur, allowing the customer to continue using the pump.